Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the threaded tip of a coupling screw (1 piece) broke within the lag screw during a dynamic hip (dhs) lag screw case. The broken tip was easily retrieved from the lag screw without additional intervention or difficulty. No fragments left in patient. The same lag screw was implanted in the patient. Another coupling screw/device was used to complete the procedure. There was a two to three-minute surgical delay. The procedure was completed successfully. The patient was reported to be in stable condition. Concomitant device reported: dhs/dcs lag screw 12.7mm thread/75mm (part # 280.750, lot # unknown, quantity of 1). This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier reported as (B)(6). A device history record (DHR) review was performed for part no.: 338.200, lot no.: 1128836: manufacturing location: haegendorf, release to warehouse date: 23.jul.2002: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The returned dhs/dcs coupling screw (338.20, 1128836) is part of the dhs/dcs dynamic hip and condylar screw system designed to provide strong and stable internal fixation of a variety of intertrochanteric, subtrochanteric, and basilar neck fractures, with minimal soft tissue irritation. The returned screw was received with its threaded tip broken off, which confirmed the complaint condition and made further replication inapplicable. The returned dhs/dcs coupling screw (338.20, 1128836) was manufactured on 23jul02 and drawings 338_20 were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check was performed per relevant drawings. Inner diameter and unthreaded tip outer diameter was measured and found to be conforming. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that an excessive off-axis load was applied to the coupling screw which led to failure at the point where the parts interface with lag screws. The failure mode can be associated with usage/processing/transport wear over the 15+ year life of the screw and/or methods of use, rather than a design or manufacturing deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.